Event description:
It was reported that the pt had a monarc sling implanted to treat stress urinary incontinence. There was post-operative bleeding and pain. In (B)(6) 2011 the pt returned to the hospital and erosion of the vagina was found. In (B)(6) 2012 surgery was performed and the sling was partially removed. In (B)(6) 2012, the pt had a new sling implanted which provided "acceptable result in incontinence problem, but has necessitated the cic framework because of the large residual urines." No additional pt complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.